Manufacturer narrative:
Analysis was performed by on-site service personnel which included functional testing with electrical safety tester and patient simulator. The results of the analysis confirmed the malfunction and indicated the pump was faulty. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty/defective pump. The issue was resolved by replacing the nbp pump assembly. Testing was performed after repair and confirmed the device is working. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the non-invasive blood pressure (nbp) pump is rattling very loudly, and the measured values fluctuate. The device was in use on a patient at time of event, there was no adverse event reported.